Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 20 mg/dl. The customer¿s blood glucose level was 82 mg/dl at the time of the call. The customer declined to troubleshoot because they didn't think the low blood glucose level was related to the insulin pump. The customer stated they fell on the floor and hit their head on the side of the nightstand. The customer was assisted with launching the correct browser for the insulin pump. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The initial report and follow up report number one were created in error. Please reference manufacturer report 2032227-2017-58855 for serious injury submitted under the correct device.